Manufacturer narrative:
Computer software performance tests conducted. Evaluation concluded the event could not be replicated and device performed according to specifications. Power cord returned to manufacturer and found to be fully functional.

Event description:
Site contacted medtronic via telephone and reported the navigation system stopped tracking the devices during surgery. The site re-booted the system and was able to proceed with surgery without any effect on patient or planned procedure.